Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (2250 mcg/ml at 550 mcg/day) via an implantable pump for intractable spasticity and spinal pain indications. It was reported that the patient had a return of spasticity, baclofen withdrawal. The collett was close to the spine. Due to wheel chair transfers and being thin the collett may have broken. Troubleshooting/diagnostics included a dye study pre and post replacement.  The patient reported to the office with symptoms of baclofen withdrawal on (B)(6) 2022. A dye study was performed. A leak of contrast was noted on x-ray. The patient was taken to the operating room that afternoon. At the lumbar incision a collett was found. Both locking hubs on each end had been broken off and one side of catheter was detached from the collett. A new collett was placed on the catheter and dye study completed. No leaks were noted.  The issue was reported to be resolved.  The patient's weight was asked but unknown.  The patient was alive with no injury. Additional information was received that the patient reported to the emergency room on (B)(6) 2022 with continued spasms/increase in spasticity and possible baclofen withdrawal symptoms. The patient was admitted. A dye study on (B)(6) 2022 indicated not adequate csf (cerebral spinal fluid) flow. The spinal segment and anchor from the existing 8780 was tied off and replaced with a new 8780 and good csf was noted. The issue was reported to be resolved.

Manufacturer narrative:
Concomitant: product ID: 8780, serial/lot# : (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022 product type catheter. Product ID: 8782, serial/lot#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2016, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 21-jun-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the inadequate csf flow was due to a break at the collet at the lumbar incision.